Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr procedure the 26mm sapien valve was deployed in a "too" ventricular position (80:20) causing central aortic insufficiency. Per report, the balloon valvuloplasty (bav) was successfully performed and the patient was able to recover promptly. The 26mm sapien valve was placed 50:50 across the native annulus with final placement around 80:20 (ventricular). An echo immediately post deployment showed substantial central aortic insufficiency and the patient's blood pressure remained extremely low (systolic in the 50s mmhg and diastolic in the 30s mmhg). The patient¿s left main was checked and was not occluded. The patient¿s pressures remained low despite direct aortic epinephrine injection through the pigtail catheter and other medications. The access wire removed, the patient was placed on cardio pulmonary bypass (cpb) and cardiopulmonary resuscitation (CPR) was given. The patient then was placed on pump due to left ventricular (lv) dysfunction. Once on pump, the patient's lv function significantly improved, the blood pressure increased, and the valve began to function properly. The patient remained on pump for 30-40 minutes, cardioversion performed, and dobutamine was given to improve the lv function. The patient received one unit of blood. Once the patient was taken off of cpb, systolic pressure was at 85-90mmhg. Surgical closure was performed with no problems. The final echo assessment showed mild paravalvular leak and small increase in mitral regurgitation. At the end of the procedure the patient was stable. Per additional information received from the implant team, the central aortic insufficiency did not improve once the wire was removed because there was not enough blood pressure for the valve to function properly. Once the patient¿s left ventricular function and blood pressure improved the valve was able to function properly resolving the central aortic insufficiency; a second valve was not implanted in this patient. Per the implant team, this patient did not recover well from the two pacing runs (bav and valve implant) and this led to an ischemic ventricle post valve implant. The patient was reported as doing well post tavr. The pre-deployment position of the first valve was approximately 50:50. The degree of native valve, leaflet calcification was described as moderate. There was a lot of commissural calcification noted. Mitral annular calcification was mild. The coaxial alignment of the delivery system and the valve was described as good; the image intensifier angle was good; there was no loss of pacing capture during valve deployment and ventilation was held. This patient¿s ejection fraction was reported as normal (65%).

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. In some cases, placement of the valve in a "too" ventricular position can contribute to native leaflet overhang and cause central aortic insufficiency. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, a combination of patient and procedural factors likely caused or contributed to the event. Rapid pacing can reduce coronary flow in patients with coronary artery disease thus increasing the risk of ischemia during the tavr procedure. Per the implant team, this patient was unable to fully recover from the rapid pacing which led to an ischemic ventricle and hypotensive state. Once the patient was stabilized the sapien valve was able to function as intended. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.